Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the patient, reported the device hadn't been turned back on since the MRI. If the device was off the patient didn't have any tremor and when the device was on, they had tremor in their right arm which started since the MRI when they felt heating during the scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID b3301542 lot# serial# (B)(6) , implanted: (B)(6) 2023, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6) , ubd: 09-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, via the manufacturer¿s representative (rep), who reported prior to having an MRI they placed the device into MRI mode. When the patient went into the MRI, they had a fan placed on their head, the MRI technician covered them with a blanket and didn¿t feel the fan as they had previously. After 10 minutes the patient felt increased heat in the back of their head where the wires were which they had never noticed in the past. The patient squeezed the button and terminated the exam. According to the patient they ¿weren¿t sure if the technician was adept at doing the exam.¿ after the scan was stopped the issue was resolved.